Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose at the time of incident was 30 mmol/l. Customer's current blood glucose was 16.5 mmol/l. Customer did not experienced the symptoms due to high blood glucose. Customer¿s blood glucose was treated with insulin pump. Troubleshooting was done for high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. The insulin pump will not be returned for analysis. Unomed inf set, frn-unk-rsvr.